Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and replaced the safety disk, drive side. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a in-house training session the cardiosave intra-aortic balloon pump (iabp) unit's pump wouldn't autofill. There was no patient involvement, and no adverse event reported.